Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not recognized by system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a dislodged cable crimp. The yaw cable crimp was dislodged from the monopolar yaw pulley, which likely caused the engagement failures. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Dsp log review of customer system confirms qty 2 engagement failures. Msc log review shows qty 2 engagement failures via error code 22020 indicating engagement failure on the yaw axis. Additional observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 1.41mm 1.64mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley, such as mechanical indentations on several components. The instrument was found to have multiple indentations on the monopolar yaw pulley. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse, such as mechanical indentations on severe components. The instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were pieces missing, measuring approximately .48mm x 1.96mm. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse, such as mechanical indentations on several components. The instrument was found to have multiple indentations on the proximal clevis. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse, such as mechanical indentations on severe components. The complaint was confirmed by failure analysis.